Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the device fired three clips with one firing cycle. This happened twice and then a second er320 was opened and misfired. A third device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h3,4,6;g4: added add'l info. D6; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device whcih was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, damaged weld seams, no; and damaged cutter, na. Functional tests & results: antibackup functional, firing: feed and form conform, jaws: hold clip, and lockout functional, yes; jaws: inside width at tips, .178; and number of clips fed and formed, 13. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the rpt'd incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomolies noted with the instrument feeding multiple clips. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.